Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages and failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.